Event description:
It was reported that a broken sensor wire occurred. The sensor was inserted into the other -off label location, which is off-label usage of the device, on (B)(6) 2026. It was indicated that the patient used an expired product, which is misuse of the device. Data was received but not investigated as data will not confirm the issue. The allegation.

Manufacturer narrative:
(B)(4)